Event description:
Facility reported that ao reduction drive unit broke in two pieces. No injury to the patient was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The reporter's complaint of unit broke in two pieces was confirmed. The device was evaluated and the complaint was duplicated. Evidence indicates this is due to improper handling. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)